Manufacturer narrative:
This follow up report is being submitted to report additional information. UDI: (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher on (B)(6) 2019 revealed that the calibration and sample mesh could not be taken due to the bent comb. The roller and roller gear had visible damage. The side plates were worn where the sliding pins engage. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the comb, roller, bearings, side plates, roller gear, ball detents, and ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was not confirmed. There was no mention of any damage to the ratchet or ratchet gear during evaluation. The ratchet was replaced preventatively only. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit did not ratchet. No additional unplanned skin graft mesher was reported or needed in order to complete the surgery. No adverse events were reported as a result of this malfunction. Product review of the skin graft mesher revealed that the calibration and sample mesh could not be taken due to the bent comb. The roller and roller gear had visible damage. The side plates were worn where the sliding pins engage.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the unit did not ratchet. No additional unplanned skin graft mesher was reported or needed in order to complete the surgery. No adverse events were reported as a result of this malfunction.